Event description:
It was reported that the patient charged their implantable neurostimulator (ins) about every 10 days. The patient noted that they would only feel stimulation for 2 days and then they would feel nothing. This issue had been happening since implant. For the 3 weeks prior to the report the patient had been unable to connect to their ins with their programmer. The patient saw the doctor in (B)(6) 2014 but they could not remember if the doctor checked their device or not. The patient was experiencing pain and their therapy had not worked for their pain for at least 6 months prior to the report. The device was not working. During the report the patient was able to connect to their ins and their therapy was off. The patient turned their ins on and they could feel stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was still confused about recharging. The patient had recharged their implantable neurostimulator (ins) to full. The recharger battery level was showing ¾ full. The patient noted that they usually kept their recharger plugged in all the time. The patient used their programmer to sync and they were on program b with stimulation set at 7.20. There was no lightning bolt in the ins icon. The patient was able to successfully turn their stimulation back on. The patient was able to feel stimulation for one to two days at the maximum but when they put away their programmer they didn¿t have ¿this power¿. This issue had been going on since 2009. The patient noted that they got relief sometimes but it didn¿t last. This issue had been present since implant.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 399930, lot# v031530, implanted: (B)(6) 2010, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that the patient¿s stimulation was turning off. The patient would get their stimulation turned on and then overnight it would turn off. The patient did not know why it had been turning off and they had not pressed any buttons. There was a problem with the patient programmer. The patient had difficulty operating their programmer due to its complexity. The patient was unable to adjust their stimulation and saw a ¿call your doctor¿ and 006 error code on their programmer. They were able to clear the 006 error code and the programmer issue resolved. The patient synced with their implantable neurostimulator (ins). They turned their stimulation back on and were able to feel it. Recharging was difficult for the patient. It was noted that it ¿killed them¿ and stuck to their skin. The recharger was 50% charged at the time of the report. The manuals were not user friendly and were difficult to understand. The patient wanted them to be made more patient friendly.